Event description:
It was reported there was dermatome device handpiece cutting head damage (handpiece damaged). This issue did not stop the procedure. There was no pt contact and no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.